Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp) procedure the single use distal cover was detached from the duodeno videoscope. The patient had multiple large pigmented stones removed with repeated balloon trawls. The distal cover became dislodged from the endoscope in the second/descending segment of the duodenum (d2). The user switched to an oesophago-gastro-duodenoscopy (ogd) scope, but the soft cap could not be found in the duodenum or jejunum. The detached distal cover was left and was reported to be excreted with the feces from the patient the following day. There was no reported patient impact.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for evaluation. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: the distal end cover was not installed properly. Stress from friction caused by twisting and pushing and pulling inside the body cavity, or interference with the mouthpiece, was applied to the distal end cover during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿operation ¿ precautions¿. ¿preparation and inspection - attaching accessories to the endoscope¿. This supplemental report includes information added. Olympus will continue to monitor field performance for this device.